Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. Retention samples from the incident lots were evaluated. All samples were visually inspected for the presence of k2edta additive, and all tubes were found to contain k2edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the k2edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that clotting occurred with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter, "(1 of 2 complaints) it was reported that micro clotting was experienced on 05/06/19 (6)." Comment type: work performed I received an email from the customer, stating that the clotting issues were from a specific department. I called and left a message to return my call for followup qustions. Comment type: work performed 05/10/19 spoke with co-worker. She stated that the majority of the tubes come in from an oncology clinic on mondays and tuesdays. They included the tubes with the microclots. The sysmex gave an error of "microclumping', but when the tubes were mixed and run again, there was no error detected, and produced acceptable results. The tubes were drawn by different nurses. The co-worker did not know how the tubes were drawn (straight needle, winged set or catheter). She did not believe there was an issue with the sysmex. She knows the nurses are trained to invert the tubes, but cannot say for sure if that occurs. I sent the wall chart on processing the edta tube. I will follow up next week.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: "(1 of 2 complaints): it was reported that micro clotting was experienced on (B)(6) 2019 (6)." Comment type: work performed. I received an email from the customer, stating that the clotting issues were from a specific department. I called and left a message to return my call for followup questions. Comment type: work performed. (B)(6) 2019 spoke with co-worker. She stated that the majority of the tubes come in from an oncology clinic on mondays and tuesdays. They included the tubes with the microclots. The sysmex gave an error of "microclumping', but when the tubes were mixed and run again, there was no error detected, and produced acceptable results. The tubes were drawn by different nurses. The co-worker did not know how the tubes were drawn (straight needle, winged set or catheter). She did not believe there was an issue with the sysmex. She knows the nurses are trained to invert the tubes, but cannot say for sure if that occurs. I sent the wall chart on processing the edta tube. I will follow up next week.